Event description:
Complainant alleged that while treating a pt the device discharged once at 120 joules, a second time at 150 joules; however, when device was charged up for third discharge, the device failed to complete charge and displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.